Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the actuation of the probe failed during a procedure. The aspiration function was not known. The procedure was completed after replacing the product and there was not harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. One probe sample has been returned for evaluation for the report of an actuation failure during surgery. The sample was visually inspected and was deemed conforming. Actuation and aspiration testing were performed and both were deemed conforming. The root cause for the complaint issue could not be determined from this evaluation because the probe met specification. (B)(4).